Event description:
Device 2 of 2. Reference MFR report# 1627487-2010-06306. The pt's (australia) scs system included two percutaneous leads one of which was placed in the peripheral region. It was reported the patient was experiencing difficulty maintaining stimulation. In addition, it was alleged the pt's peripheral lead was causing discomfort. Surgical intervention was undertaken to address this matter. During intraoperative testing, the leads exhibited invalid impedance measurements. As such, both leads were replaced. The peripheral lead was observed to be damaged upon removal. Effective stimulation was reportedly recaptured for the pt following the procedure.

Manufacturer narrative:
Eval: results - the lead was complete and had a kink with all wires broken 16cm distal to the stimulation end. No functional testing was performed on the returned lead due to the broken wires. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.